Event description:
According to the rptr, over the past 3 mos, she has seen 4 pts with vaginitis who use tampax tampons. The vaginitis appears to be either an allergic reaction or chemically induced. The vulva on all pts was "horribly" swollen. The rptr feels the reaction may be related to the string. No treatment was given except to switch to a different brand of tampons. If the pts again used the tampax tampons, the same symptoms recurred.